Manufacturer narrative:
Preliminary analysis confirmed that the device was found programmed with the nominal settings on (B)(6) 2015. It resulted from a (unintended) user action during the follow-up performed on (B)(6) 2015 (pressing the nominal button on the programmer keyboard or programmer screen).

Event description:
Reportedly, the patient came to an unscheduled follow-up on (B)(6) 2015 since he did not feel well after the last follow-up on (B)(6) 2015. Upon interrogation, it appears that the device is in nominal mode for unknown reason.

Event description:
Reportedly, the patient came to an unscheduled follow-up on (B)(6) 2015 since he did not feel well after the last follow-up on (B)(6) 2015. Upon interrogation, it appears that the device is in nominal mode for unknown reason.

Event description:
Reportedly, the patient came to an unscheduled follow-up on (B)(6) 2015 since he did not feel well after the last follow-up on (B)(6) 2015. Upon interrogation, it appears that the device is in nominal mode for unknown reason.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.